Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we received a patient safety net (psn) that indicated our end users have experienced no less than four instances where standard 2420 gemini tubing has simply fallen apart and completely separated into two pieces. One instance occurred inside the hood after the drug had been added to the IV bag, which subsequently spilled all over the hold. All other instances thus far have been caught been caught before drug has been added to the bag.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of separation in the gemini tubing line could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0500 lot number 22125227 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we received a patient safety net (psn) that indicated our end users have experienced no less than four instances where standard 2420 gemini tubing has simply fallen apart and completely separated into two pieces. One instance occurred inside the hood after the drug had been added to the IV bag, which subsequently spilled all over the hold. All other instances thus far have been caught been caught before drug has been added to the bag.